Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient¿s ins wasn¿t charging. It was reported that the ins was acting up over the last 6 months and in (B)(6) 2018 it ¿wouldn¿t work at all.¿ when being walked through troubleshooting, the patient said ¿nevermind, I¿ll just throw [my ins recharger] away and notify the FDA about this¿ and disconnected from the call. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins is depleted. No further information was reported.